Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue with the ok button. The patient reportedly wore the pump attached to a belt and cleans the pump with a paper towel. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 5/21/2013 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the ¿up¿ and ¿contrast¿ buttons were found to be intermittently responding. The ¿ok¿ and ¿down¿ buttons were found to be responding properly. The keypad was found to be intact. The keypad was removed and contamination was observed under all of the button contacts. The keypad symbols were found to be worn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.